Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the tip of the jaw was broken. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # r92l99. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. The blade was returned with no apparent damage and not broken off as the customer reported. The device was connected to a gen11 and the device did activate during functional testing. When the device was disassembled to inspect the internal components, no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and not the device that was complained about. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.